Event description:
Procedure type: low anterior resection. According to the reporter: when ligamax was inserted into varsaport, it was confirmed by the camera that a blue object fell into the cavity. The fallen object was retrieved, and it looked like a part of the trocar seal. A new varsaport was opened to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).